Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h 01/16: using the pod 5 / page 55: warning: check the infusion site after insertion to ensure that the cannula was properly inserted. The pdm will automatically remind you to check your blood glucose 1.5 hours after each pod change (figure 5-24 on the next page). If the cannula is not properly inserted, hyperglycemia may result. Verify there is no wetness or scent of insulin, which may indicate the cannula has dislodged. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient¿s blood glucose (bg) levels reached 313 mg/dl while wearing the pod. While patient was checking the bg levels an after after the pod activation, patient's bg levels was at 183 mg/dl, then it went down to 152 mg/dl and finished at 313 mg/dl. Patient stated there was an issue with the needle mech failure ¿ needle did not deploy. Patient was unable to see the blue cannula, which indicates a failure of the needle mechanism to deploy as intended during activation.

Manufacturer narrative:
The device had the cannula assembly fully deployed and the needle completely retracted. Although no issues were noted that would result in a needle mechanism failure. The reported event could not be conclusively determined.